Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that these types of events can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surfaces,¿ "material sensitivity reactions," ¿early or late postoperative, infection, and allergic reaction,¿ ¿inadequate range of motion,¿ ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07863 & -07868).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that the patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reported a revision procedure on (B)(6) 2014 due to patient allegations of metallosis, elevated metal ions, pain, aseptic loosening, loss of range of motion, discomfort, soreness, dysfunction, and fluid build-up around the hip joint. Review of the invoice history confirms the reported implant and revision dates. The modular head and taper adapter were removed and replaced. The cup was removed and replaced with a competitor product. Additional information received from operative report noted patient underwent a revision procedure on (B)(6) 2014 due to pain. Operative report further noted fluid and metallosis during the revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that the patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reported a revision procedure on (B)(6) 2014 due to patient allegations of metallosis, elevated metal ions, pain, aseptic loosening, loss of range of motion, discomfort, soreness, dysfunction, and fluid build-up around the hip joint. Review of the invoice history confirms the reported implant and revision dates. The modular head and taper adapter were removed and replaced. The cup was removed and replaced with a competitor product. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.